Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 3500mcg/ml, dose not reported, via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient experienced ineffective pain relief and withdrawal symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed were the logs read and the catheter aspirated. The pump was replaced. The patient status at the time of the report was alive, no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.